Event description:
It was reported that on (B)(6) 2013 a xience xpedition stent was implanted in a proximal right coronary artery without difficulty and the patient was discharged home on (B)(6) 2013. On (B)(6) 2013, it was noted in the data base that the stent had expired on (B)(6) 2013. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data continued: (B)(6) 2013 (22:14): ck-mb=2.6 ng/ml, normal upper limit 5.1; (B)(6) 2013 (11:18): troponin I=0.01 ng/ml, upper reference limit 0.11; (B)(6) 2013 (22:14): troponin I=0.01 ng/ml, upper reference limit 0.11; (B)(6) 2013: ck=92 u/l, normal upper limit 200; (B)(6) 2013: ck-mb=5.8 ng/ml, normal upper limit 5.1; (B)(6) 2013: troponin I=0.08 ng/ml, upper reference limit 0.11. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by (expiration) date on the product label. Based on the reviewed information, no product deficiency was identified.